Manufacturer narrative:
The suspected products were returned for evaluation. Visual inspection was performed and it was found that there was a straight and a bent cannula, and there was an adhesive pad and flange present with a bent cannula. The lot history review was performed, and it was confirmed that there were no previous conformities noted. Occlusion test was performed and it confirmed that the set exhibited occlusion issue. Upon further inspection, a solvent membrane was observed right before the needle lumen on the buckle subassembly. The allegation made by the complainant was confirmed. The probable root cause of the event was due to a solvent application error during manufacturing at the site.

Event description:
It was reported that there was occlusion noted in an infusion set when it was in use with the patient. There was no patient harm.